Event description:
The customer's mother stated that the customer was hospitalized for low blood glucose levels. The reported blood glucose reading was 300 mg/dl at the time of the call. The mother stated that the customer had short term memory loss and gave herself too much insulin. Troubleshooting was not done because the mother did not have the insulin pump with her at the time of the call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.